Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated s/n (B)(6) arctic sun device was giving them the same problems they had a few weeks ago. Their biomed, knows what to do so they will send the device down to them. Asked what problems they were experiencing, and they told them a few weeks ago the device had temperature fluctuations, so they filled it with water. At that point it started cooling the patient. They asked about the device that was in use right now and stated they already changed it and would just send it to biomed. Not clear if they were getting any alerts or alarms on s/n dykval052. Asked to have biomed call back. They were in normothermia. The patient target was 37c, but the patient was 35.5c and the device was not warming the patient. Flow rate (fr) was 3.2lpm, water temperature (wt) was 26c. S/n (B)(6). Rewarm rate was set to max. Heater command 100%. Water reservoir level 5. Nurse confirmed they changed to this device from another device and did not empty the pads first. Walked nurse through draining excess water from the circulation tank. Water up to 35c by the end of the call. Nurse adjusted the rewarm rate to 0.5c/hr per their protocol.